Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion had 70% stenosis, medium tortuosity, and high calcification. The lesion was pre-dilated. A high force was required to turn the thumbwheel. The thumbwheel was used until the white arrow was visible after which the pull grip was attempted for use. The stent did not fracture or elongate. Kinks were observed on the catheter after use. The patient did not undergo surgery to remove the stent. The patient was ok after the event.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there were deployment issues. An antegrade approach was used to access the lesion. A 7x150 75 cm eluvia¿ drug-eluting vascular stent system and v18 wire were selected for a procedure in the superficial femoral artery. During deployment of the stent, the thumbwheel became blocked and the stent was not able to be deployed. The device handle was opened in order to deploy the stent. In the end, the stent was able to be deployed and the procedure was completed with this device. There were no patient complications.